Manufacturer narrative:
After further review MFR# 2916837-2020-00276 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facsaria¿ sheath under pressure sprayed outside of instrument. There was no report of customer or patient impact. The following information was provided by the initial reporter: it was reported that the sheath line is leaking. Was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? Yes 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Sheath fluid 5. What is the source of leak/spill? (Waste or non-waste line) non waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No leak (if yes explain)? Yes 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that was leaked? Sheath 4. What is the source of leak -- waste line or non-waste line? Non 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no 7. Was there spray or fluid under pressure yes leak checklist from case 1) was the leak liquid or air? Liquid 2) was the leak contained within the instrument? Not contained 3) was there spray of liquid under pressure? Yes 4) what was the fluid that leaked? Non biohazard

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facsaria¿ sheath under pressure sprayed outside of instrument. There was no report of customer or patient impact. The following information was provided by the initial reporter: it was reported that the sheath line is leaking. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath fluid. What is the source of leak/spill? (Waste or non-waste line) non waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that was leaked? Sheath. What is the source of leak -- waste line or non-waste line? Non. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Was there spray or fluid under pressure yes. Leak checklist from case was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? Yes. What was the fluid that leaked? Non biohazard.